Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified procedure with unspecified mentor saline breast implants has experienced unilateral deflation. As a result, the patient underwent unilateral removal and replacement with an unspecified mentor saline breast implant on (B)(6) 1997. The patient was then diagnosed with fibromyalgia. This case was not confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the non-deflated device or the replacement device. This report is for the deflated device. See report 1645337-2019-10246 for replacement device.